Manufacturer narrative:
(B)(4). D10: medical product: stemmed tibial component precoat size 4: catalog#00598003702, lot#37221490. G2: foreign, event occurred in china. The device has been received by zimmer biomet for further evaluation. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the articular surface would not mate properly with the tibial tray. A secondary device was used to complete the procedure without further complication. There was no patient impact and no adverse events have been reported as a result of the malfunction. All available information has been provided.